Event description:
While picking up container by handle (lid not closed), top separated from bottom and contents spill on user. Bodily fluids spilled on them. No needle stick injury. They went to ER and were given a triple cocktail and are continuing treatment.